Event description:
It was reported that the patient was experiencing severe pain in the lower back and tenderness at the ipg site. It was also reported that the patient was not getting any significant pain relief. The patient underwent an explant procedure. The explanted ipg was discarded.